Manufacturer narrative:
The device is under investigation at maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted as soon as add'l info becomes available.

Manufacturer narrative:
(B)(4). The results of the investigation were reported as follows: the described behavior is essentially reproducible; the behavior is regular and does not represent an error; the device can be used again after normal service. This follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper on june 19,2015 as MFR # 8010762-2015-00729.

Event description:
It was reported that during the mobilisation of the pt, the pt was pressed against the respirator. The cardiohelp device gave an alarm "flow measurement error / defect". The flow display showed dashed lines. Following this event, no measurement displayed on the homescreen. The disposable product was switched into the emergency drive device. Afterwards the change to another cardiohelp device was performed without further incidents. No consequences to the pt have been reported. (B)(4).